Event description:
It was reported that upon interrogation, the pulse generator exhibited backup vvi operation in box. A device download was performed successfully and the device returned normal functions. The device was not used. No patient was involved.

Manufacturer narrative:
Analysis was normal. The device was tested on the bench and no anomalies were found.